Event description:
Event description guidant received information that this implantable lead displayed an out-of-range pacing impedance value, increasing thresholds, and poor r wave measurements. The shocking impedance is normal and stable. There have not been any inappropriate episodes. An x-ray did not reveal any issues.